Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported. Additional information indicates that the red alert was due to one daily impedance of 128 ohms. However, the physician decided that it was not a problem. Therefore, the device and lead remain implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the issue is still ongoing. Also, it was confirmed that there was no problem with the patient when they reviewed the remote monitoring system. The shocking impedance measurement was within normal range.